Event description:
This case was reported by a facility in (B)(4) netherlands on (B)(6) 2023. A complaint was received on optivantage injector 844001, serial number (B)(6), alleging an error ox2046/ox0002/ox0006/ox0000. The injector reportedly required 25 minutes to restart during a reportedly life-threatening situation. Later information was received confirming that the patient did not have any negative effects due to the delay.

Manufacturer narrative:
Overall investigation summary: a complaint was received on optivantage injector 844001 serial number c0612b507x alleging an error ox2046/ox0002/ox0006/ox0000. The injector reportedly required 25 minutes to restart during a reportedly life-threatening situation. Later information was received confirming that the patient did not have any negative effects due to the delay. The customer did not want this unit to be serviced as the customer is purchasing a new injector in the near future. In the interim, the customer will continue to use this injector as it remains in a usable state. As a precaution to mitigate a potential recurrence, a loaner injector was provided. As the customer did not accept service on the complaint unit, an investigation on the specific unit was not possible. Instead, a documentation review was executed. The units' device history record (DHR) did not have any related issues recorded. The complaint history for this unit was reviewed and found that this unit was upgraded to software version 6.06 in 2022 and also replaced the powerhead touchscreen part number 844364 after the upgrade. Further investigation is not possible at this time. While a definitive root cause cannot be identified, discussions with the design and engineering group has identified that a potential cause could be in the console printed circuit boards as the console was not providing information to the powerhead before the request in the 0026 error timed out (expired). There are no corrective or preventive actions warranted at this time. The complaint condition could not be confirmed due to the customer's wishes. Impact assessment summary: there is no negative impact to the patient or users due to this complaint. Imdrf codes = b17, b14; c19, c040101; d14, d1105. Root / probable cause summary: see investigation summary for details. No definitive root cause was able to be determined. There is no need for a CAPA at this time. These issues are reported upon during management review to consider input for corrective actions. Qa will continue to monitor and trend for similar issues. Disposition summary: while the unit was not cleared for use by regional service, the customer is continuing to use the injector. A loaner injector was also provided to mitigate the effects in case of recurrence of the complaint condition.